Manufacturer narrative:
Continuation of d10: product ID 64002 lot# 0219410533 implanted: (B)(6) 2022: product type adapter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that they changed the pocket adapter and ins. Afterwards the impedances were within range.

Event description:
It was reported that the patient was seen at the clinic and their was unexpected implantable neurostimulator (ins) depletion. Their last change was in 2022. There were high impedances on contact 3, which was being used clinically and suspected to be the cause of the issue, but the cause of the high impedances was not reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.